Event description:
Initial information already reported under concomitant products: (see manufacturer report # 6000030-2008-02669) [the catheter reportedly broke 11 months after it was implanted. The patient was in a coma for 8 days after reportedly going through withdrawal] additional information received reported that the patient was comatose in the hospital with baclofen withdrawal as previously reported, for 10 days. The reporter stated that the catheter 'broke 3 times.' It was also noted it was found out that 'it was shut off and the catheter was broke on it.' It was unclear what the alleged anomaly was with the pump when it was referred to as 'shut off.' When the event occurred the patient 'almost died' and the healthcare provider (hcp) had to 'do an emergency fix'. At that time the patient was said to 'be in bad shape' so a replacement was not done until 3 months later on (B)(6) 2008. The medications in the pump were bupivacaine, baclofen and dilaudid. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, product type catheter. (B)(4).